Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken connector, corroded connector, corroded coupler, corroded lever, lens scratch and dead pixcel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken connector, corroded connector, corroded coupler, corroded lever, scratched lens, dead pixcel . The event occurred during reprocessing of device. There were no reports of patient involvement.